Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system for three patients' samples. The results were reported out of the lab. Upon repeat on a different instrument the results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. A field service engineer (fse) was dispatched: the fse found a spill in the wash carousel. The fse cleaned this up and verified the other components within the instrument. No hardware issues were noted that would have contributed to the spill in the wash carousel. A spill in the carousel is the root cause for this event.